Manufacturer narrative:
Device evaluated by manufacturer: a visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a 3.5mm longitudinal tear in the proximal section. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. The tip showed no signs of damage. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon ruptured and a dissection occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified mid left circumflex artery (lcx). A 2.75 x 10 mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 6 atm for less than 10 seconds. A dissection was noted. The device was removed from the patient's body and the procedure was completed with a synergy xd. No further complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon ruptured and a dissection occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified mid left circumflex artery (lcx). A 2.75 x 10 mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 6 atm for less than 10 seconds. A dissection was noted. The device was removed from the patient's body and the procedure was completed with a synergy xd. No further complications were reported.